Event description:
It was reported that, at a refill, the patient had the wrong drug put in the pump reservoir and a bridge bolus was programmed. It was indicated that, at the time of report, the patient was on his way back to the clinic to correct the issue. At the time, the patient was asymptomatic and no drug had reached the patient¿s intrathecal space. The device system was used to deliver bupivacaine and morphine. It was not identified what the specific error was, but it was stated that the bupivacaine was increased from a concentration of 25mg/ml to 30mg/ml and the concentration of morphine was increased from 1000mcg/ml to 1500mcg/ml. Additionally, the dose of morphine was increased from 479.8 to 499.5mcg/day.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).